Manufacturer narrative:
Investigation conclusion: a review of the product did not find any unusual trend for the reported complaint category. Without a lot number, no further investigation can be conducted. Root cause: insufficient info source: online customer reviews.

Event description:
Consumer reports alleged false positive sars results complared to other brands and unknown test method. Unknown in symptomatic or asymptomatic. Number of test not provided, reporting 2 events. Report 2 of 2.